Event description:
An elderly female patient with a history of obstructive lung disease required dobhoff feeding tube insertion per protocol. Unable to remove guidewire. The end plastic piece on the guidewire broke off, so the entire tube had to be removed and replaced. Tube and packaging were kept.